Event description:
It was reported by service report that the customer alleged that the scale would not always zero and that there was a reduction in brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - right headend load cell, footend brake plate kit.